Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0547-06. Failure analysis center investigator observed that the device would not turn on. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the malfunction to be failure of the internal hlc battery (battery cell 2, bt2 depleted) from the analog pcb assembly. A replacement device was provided to the customer.